Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for lot number h13i26084 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the device was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak occurred on the y-set during use. The caregiver (cg) did not know how the leak occurred. The cg started therapy over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.